Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08/jun/2024. Additional, changed, and/or corrected data: d3.

Event description:
Patient reported left side device rupture, folding, breast pain, and cysts. Healthcare professional later reported capsular contracture baker grade ii- iii diagnosed via MRI. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side device rupture. Folding, breast pain and cysts. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain-breast: unable to observe, since it is not related to the device. Capsular contracture-breast: unable to observe, since it is not related to the device. Crease/folding of implant-breast: observed, fold creases. Rupture-breast: not observed. Cyst(s)-breast: unable to observe, since it is not related to the device.

Event description:
Patient reported, left side device rupture. Folding, breast pain and cysts. Healthcare professional, later reported, capsular contracture, baker grade ii- iii. Diagnosed via MRI. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side device rupture, folding, breast pain, and cysts. Healthcare professional later reported capsular contracture baker grade ii-iii diagnosed via MRI. The device has been explanted and replaced with non-allergan device.